Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that they feel well and requires no medical attention. Customer's expected blood results are 102-120mg/dl fasting. Verified the strips expire 08/18/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 365mg/dl and 372mg/dl fasting. Reviewed meter memory: 1: 237mg/dl, (B)(6) 2015, 07:55:00 pm, fasting:yes; 2: 242mg/dl, (B)(6) 2015, 07:47:00 pm, fasting:yes; 3: 393mg/dl, (B)(6) 2015, 07:40:00 pm, fasting:yes; 4: 166mg/dl, (B)(6) 2015, 07:27:00 pm, fasting:yes; 5: 186mg/dl, (B)(6) 2015, 09:47:00 am, fasting:yes. Customer's concern: customer is concerned with result of 393mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that they feel well and requires no medical attention. Customer's expected blood results are 102-120mg/dl fasting. Verified the strips expire 08/18/2017. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, 365mg/dl and 372mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: customer is concerned with result of 393mg/dl. No adverse event reported.